Manufacturer narrative:
(B)(4) date sent: 9/17/2024 d4: batch #unk. The device/photo upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a robot assisted gastrectomy, pancreaticoduodenectomy could be straightened and dissected without articulation. (Gst60b with slr) at the 1st firing the gastric body articulated the tip about 15 degrees, approached and clamped the tip. The safety lever was released and the tip moved rapidly to the left when firing. When the knife moved to the tip, this time the tip moved rapidly to the right. The staple was deployed without problems. The cartridge color was blue. Another device was used to complete the case at the 2nd firing, the gastric body. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Date sent 10/7/2024 d4 batch #c9dg3v investigation summary the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one ech60s device was returned with a dent in the nozzle and with a gst60b reload loaded on the device. The reload was received unfired. The device was returned with a non-working firing mechanism. The device articulates when the firing trigger is actuated. No further functional test could be performed due to the condition of the device. In order to verify the condition of the internal components, the device was disassembled. Upon disassembling, the shifter plate was noted broken around the pin hole. Based on the information currently available, a product issue was identified during the investigation of the sample received. The damage to the device is potentially related to a manufacturing process. This product issue will be addressed through ethicon endo surgery¿s quality system. A manufacturing record evaluation was performed for the finished device batch number c9dg3v, and no non-conformances related to the reported complaint condition were identified.